Manufacturer narrative:
The deltaplush cerecyte microcoil 2.5 mm x 6 cm (cpl10025630/(B)(4)) did not fit into the echelon 10 microcatheter, and it was used with a hyperform balloon 4 - 7. It was the sixth coil that the surgeon was going to introduce into the microcatheter. After the event, the coil was removed with the microcatheter simultaneously. The previous five coils were introduced without difficulty, and the three following also, which were placed and detached without any issue. The 3 following coils were implanted using another microcatheter, without difficulty (so without lost of target site). There was no adverse event, and the patient was fine. The product was returned for analysis. The coil was returned undamaged and was dissected from the returned microcatheter. The most likely contributing factor of the coil not fitting into the microcatheter may have occurred when the inner lumen of the microcatheter ovalized. This ovalization may have led to the inner lining separating from the microcatheter's tube. This lining separation around the distal section of the coil prevented the coil from either being advanced or retracted for removal. The circumstances of how and where this damage occurred to the echelon 10 microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The device was returned within a non-codman microcatheter that showed lining separation, and this lining would prevent passage of the coil systems. Additionally, no information was provided indicating if a continuous flush was maintained as outlined in the instructions for use. Based on the available information and the analysis it appears that procedural factors contributed to the event. Additionally, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taking at this time.

Manufacturer narrative:
The coil was removed with the microcatheter simultaneously. The "3 following coils" were implanted using another microcatheter, without difficulty (so without lost of target site). Additional information will be submitted within 30 days of receipt.

Event description:
The deltaplush cerecyte microcoil 2.5 mm x 6 cm ((B)(4)) did not fit into the echelon 10 microcatheter; it was used with a hyperform balloon 4x7. This was the sixth coil to be introduced into the microcatheter. The previous five coils were introduced without difficulty, and the three following also, which were placed and detached without any issue. There was no adverse event, and the patient was fine. The received deltaplush cerecyte microcoil was received inside of an echelon 10 microcatheter. No further information regarding the event or clarification of the report that subsequent coils were introduced into the microcatheter vs the receipt of the coil inside of a microcatheter has been received.

Manufacturer narrative:
Please note that the date of the event was unknown. The echelon 10 microcatheter was returned with the microcoil system protruding outside the proximal end of the microcatheter. The coil could not be moved nor could a 0.014" guide wire advance the coil. The inner lining of the microcatheter was found to have separated which prevented the distal section of the coil from advancing/retracting. The inner lumen of the microcatheter was found to have ovalized. The microcatheter was dissected and the coil was removed undamaged. The coil was returned undamaged and was dissected from the returned microcatheter. The most likely contributing factor of the inability to advance the coil through the microcatheter may have occurred when the inner lumen of the microcatheter ovalized. This ovalization may have led to the inner lining separating from the microcatheter's tube. This lining separation around the distal section of the coil prevented the coil from either being advanced or retracted for removal. The circumstances of how and where this damage occurred to the echelon 10 microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.